Manufacturer narrative:
E1: (B)(6). The philips remote service engineer (rse) worked with the customer stated per the service guide if the calibration fails, they are to replace the nibp pump. The rse ordered the assembly pump for the customer. Customer is taking responsibility for repairing the device. Based on the information available, the cause of the reported problem was a defected pump. The reported problem was confirmed. The customer was provided with the replacement parts. The customer is taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient monitor efficia cm100 indicating that when we calibrate the blood pressure readings, they are still reading high. The device was not in clinical use at time of event, no patient or user event reported.